Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect due to moving time zones. The customer¿s blood glucose level was 135 mg/dl. Customer corrected pump time and resumed insulin therapy.